Event description:
Customer reportedly received results of 428mg/dl on her device and 113mg/dl on a home nurse's device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.